Manufacturer narrative:
The reported lot number could not be matched to the reported device upn. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Investigation results: a visual examination of the returned device revealed that the wire loop of the delivery system to be broken and frayed. It was also found that the button and red strip had been removed and were not returned. The sheath and the suture remained attached to the delivery system. There was evidence that suture was properly placed under the sheath during assembly and the suture left impressions in the sheath as it was pulled through the sheath. It was noted that the condition of the returned unit is not consistent with the complaint incident that the suture was detached/separated since it was found that the button and red strip had been removed and were not returned. However, the wire loop of the delivery system to be broken and frayed. Based on all gathered information, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during the procedure, when placing this device, there was difficulty encountered when removing the suture. The physician tried to open the tube using a pean forceps but failed. When he cut the tube using a knife, however, the button was cut unintentionally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed on (B)(6) 2016 that the device revealed that the wire loop of the delivery system found to be broken and frayed.